Event description:
It was reported that during a procedure involving the deliv sys d-evprop34, there was an infolding of the pro plus 34 after recapture. The valve was reloaded using another delivery system. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured two times due to not opening because of calcification. Per the physician, the bicuspid valve and aortic calcification contributed to the infold. The same valve was loaded onto the new delivery catheter system (dcs).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. There is evidence of coronary protection of the left coronary artery identified by a percutaneous coronary intervention guidewire in the left coronary artery. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. During the implantation attempt, significant under expansion and an infold were observed. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the valve was reloaded using another delivery system and deemed a good load. As stated in the IFU, if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Another pre balloon aortic valvuloplasty was performed. The valve was deployed just prior to the point of no recapture in the cusp overlap view without evidence of infolding but since an angiogram was not recorded, it is not possible to validate depth. An angiogram was performed in the left anterior oblique (lao) view; however, it is difficult to clearly visualize the depth on the left coronary cusp. The valve was released, and a post implant dilatation was performed to improve possible moderate aortic regurgitation/paravalvular leak. Evidence suggests the aortic regurgitation. Paravalvular leak improved to possible mild. However, due to limited contrast injected, fluoroscopic images are ambiguous, and an echo cardiogram would be required to quantify the degree of regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012443478); product type: 0195-heart valves; implant date ; explant date product ID d-evprop34 (lot: 0012443478); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the deliv sys d-evprop34, there was an infolding of the pro plus 34 after recapture. The valve was reloaded using another delivery system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.